Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v170161, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# v170161, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported a patient whose indication for use is parkinson's dual had an infection in the lead area/path. Infection was on the left side posterior auricular. Event had started in (B)(6) 2015. On (B)(6) 2016 the patient had gone in for wound erosion that was occurring behind the patient's ear, where the lead and extension connected. Extension was eroding where it connected to the lead on the head. A wound washout was attempted and the healthcare professional had re-closed the wound to prevent the wound from de-hissing. It was unknown what diagnostics were done. The patient had presented again with puss in the wound. The entire system was explanted on (B)(6) 2016. The lead on one side was removed as a result of the infection. It was noted that the patient had undergone multiple surgeries over the years for various aliment and an issue could have occurred during one of the procedures. Once the infection had cleared the patient had the lead for the left side placed on (B)(6) 2016. The battery and extension placement was planned for (B)(6) 2016. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.